Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: call service alarms were observed in the pump histories. The pump powered on with no alarms. The pump was exercised for 24 hours with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter stated that the pump had been worn while in waist deep water for a few seconds and that ater the water exposure, the pump began beeping with an extremely loud high pitched siren noise. Reportedly, the screen was blank at that time and the patient removed the battery to silence the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.